Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm nc emerge was advanced for dilatation; however, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Initial reporter city: (B)(6).